Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the pledget pieces along with some pieces coming out of her vaginal cavity on their own. She did not seek medical attention. She did not experience any adverse health effects.